Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm synergy¿ stent was advanced to treat the target lesion. However, during the attempt to cross a calcified lesion, it was noted that a stent strut was damaged. No patient complications were reported and the patient's status was good.